Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. A nurse reported that they were treating it with hydrocortisone cream and benadryl, and that the patient would remove the device. It was reported that once the patient removed the device that the irritation improved.